Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 5.00 ml/hr, normalized flow rate = 5.13 ml/hr, specification range = 4.50-5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of a no-flow/non-delivery was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor overinfused during patient use. The customer reported that the device was connected to the patient on "(B)(6), 2012 at 14:00 and it was emptied early on (B)(6), 2012 at 18:00; it should last 48 hours." The concomitant medical products are currently unknown. The patient had the infusor in the chest pocket during the duration of the infusion. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.